Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 08/02/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a review of the pump black box data showed an unexplained pump reboot. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump, and a power loss was not observed. The pump was powered on to a blank display screen. The pump was opened and the display screen was observed to be damaged/cracked. A test display was installed and the display functioned normally. Further testing cannot be performed during this investigation due to the damaged condition of the display screen. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. (B)(4).